Event description:
It is reported that two left cr femoral components were implanted in 2008; in a patient undergoing a bilateral tka. The device has not been explanted as of today.

Manufacturer narrative:
Evaluation summary: it is reported that 2 left cr femoral components were implanted in a patient undergoing a bilateral tka. The device was not returned for evaluation. Left femoral component was implanted in right knee. The problem appears to be caused due to surgeon error. Evaluation: no product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.